Event description:
It was reported that patient underwent a revision elbow arthroplasty in 2009 to remove and replace the poly ulna bearing. During the procedure, unsuccessful attempts were made to replace ulna bearing, and the patient returned to surgery the next day to complete the procedure.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.this report filed november 7, 2009.

Manufacturer narrative:
Initial medwatch report was filed due to patient being closed and returning to surgery the next day to complete the procedure. Subsequent information received from the user facility director of compliance department relayed that it appears that the device did not fail; it was an internal user issue. The surgical staff did not allow enough time for the device to properly cool before implanting the device. The device itself was not the issue; the process in using the device was the problem.

Event description:
It was reported that patient underwent a revision elbow arthroplasty in 2009, to remove and replace the poly ulna bearing. During the procedure, unsuccessful attempts were made to replace ulna bearing, and the patient returned to surgery the next day to complete the procedure.